Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had an invalid syringe size¿ was verified and duplicated by plunger travel test. Invalid syringe size alarm was also found in the alarm history. The probable cause was due to a contaminated size pot. Change size pot. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had an invalid syringe size¿; during device evaluation the allegation was verified and duplicated. There was no reported patient involvement.